Manufacturer narrative:
Follow-up #1 date of submission 10/07/2016-device evaluation: the pump has been returned and evaluated by product analysis on 09/15/2016 with the following findings: a review of the black box and alarm history showed a call service 078. The pump was powered on with no cs 078 call service alarms occurred. During testing, the rewind, load and prime steps were performed successfully and the pump exercised for 24 hours with no call service alarms emitted. The pump was opened and there was evidence of moisture corrosion on the motor flex connector. Unrelated to the complaint, investigation revealed the battery compartment was cracked. Correction to serial #.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump alarmed for call service 078. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.